Event description:
Surgeon was using a sag. Saw handpiece and it overheated and drained the batteries repidly. Surgeon received burn to hand during a case. The two layers of gloves were inspected and intact. This is the second sag. Saw handpiece to overheat. Sales rep was notified. All 4 sag. Saw pieces are out to manufacturer for repair.

Event description:
Add'l info received from MFR 6/9/03: MFR did not submit a medical device report for this event. MFR non-filed this complaint on 4/2/03.